Manufacturer narrative:
G4: 09jul2020. B4: 10jul2020. The customer stated that there was no loctite on the screw that holds the retention plate in. In addition to the failing test during the preventative maintenance (pm), the customer stated the device also had a navigation (nav) ring that was not working. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested and was provided part information for the ground wire to gas delivery system (gds), o2 fitting, o2 fitting plate, a replacement screw, gds cable, along with the front bezel. Multiple good faith efforts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported a electrical safety test failure during preventative maintenance. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred.